Event description:
Physician reported that the patients generator is having rapid battery depletion. The patients generator was found to have a battery status of ifi (intensified follow-up indicator)=yes. The device history records for the generator were reviewed and show that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and was manufactured with a laser routing process. The device underwent rework for the laser routing process prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information was received noting that the patients generator was replaced. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.